Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation however, during the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status was good.